Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway, tubing/chamber an issue related to a bipap device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an high-pitched sound during therapy and blower motor was hesitating. Both sides of the blower box had foam that looked like they had moisture, black particles contamination on the bottom enclosure was consistent with degraded sound abatement foam, front panel had a couple pieces of degraded sound abatement foam on it, unknown white and brown potential hair/fiber contamination on the front panel. Black dust-like contamination at the air inlet of the blower box, black contamination, consistent with keratin, at the air outlet of the blower box and can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown, confirm the presence of multiple contaminants and was not able to confirm the complaint or address the symptoms specified.